Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal ceftazidime, dwell time six hours (dose and frequency not reported) for peritonitis. At the time of this report the patient was not recovered from this peritonitis event and antibiotic therapy was ongoing. Dianeal therapies were ongoing. No additional information is available.